Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the button error alarm was unable to be cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.